Manufacturer narrative:
There was no pt present. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The hex head driver tip is physically damaged with rounded edges. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic rep reported that the instrument had a rounded off hex head. There was no pt present. He requested a new instrument.